Event description:
It was reported that the user experienced hypoglycemia with a blood glucose value of 66 mg/dl while using the ilet bionic pancreas, and the cause was unclear; the user ingested fast-acting carbohydrates and received troubleshooting and education on hypoglycemia management. Symptoms included hypoglycemia. Outcomes included the need for oral glucose intervention without reported injury or hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and that user education on carbohydrate treatment was provided. It was concluded that the event was user-reported hypoglycemia with cause not determined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.